Manufacturer narrative:
This incident was reported in the (B)(4) 2017 issue of the (B)(4). Senior constable (B)(4), of the metropolitan crash investigation unit in (B)(4) reported the incident to sunrise medical via email on sunday, (B)(6) 2017. Senior constable (B)(4)'s only request was for the contact information of our facility in (B)(4) and also information on how the power wheelchair operates to include in the coroner's report. This incident was deemed as an accident and no further investigation of the chair will be performed.

Event description:
On tuesday, (B)(6) 2017 a (B)(6) year old end user was in a qm710 power chair on a busy road in (B)(6). As he was crossing an intersection, he was hit by a (B)(6) truck, dragging him underneath. He died at the scene of the accident of his injuries.